Manufacturer narrative:
This value is the median age of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. It was not possible to ascertain specific device serial/lot numbers from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: 3093, product type: lead. (B)(4).

Event description:
Duelund-jakobsen, j. , buntzen, s., lundby, l., sorensen, m., laurberg, s. Bilateral compared with unilateral sacral nerve stimulation for faecal incontinence; results of a randomised, single-blinded crossover study. Colorectal disease. 2015: doi: 10.1 111/codi.13 summary: this randomized single-blinded cross over study aimed to investigate whether bilateral sacral nerve stimulation (sns) is more efficient than unilateral stimulation for faecal incontinence (fi). Reported event: 1 female patient developed a unilateral deep infection on the fourth day after implantation of bilateral sacral nerve stimulation (sns) devices for treatment of fecal incontinence. This led to removal of the pacemaker and the electrode. Further information has been requested; a supplemental report will be submitted if additional information is received.